Manufacturer narrative:
Results of investigation: a vyaire fsr (field service representative) evaluated the device onsite. Retrieved logs from unit and sent them to technical support and they found a cfb (processor which controls the ventilation) error. The unit needs mainboard replaced. Replaced mainboard, performed software upgrade to version 6.1, loaded profiles and settings on unit. Performed base test unit and passed. Performed all calibrations and passed. Performed verification and passed. Unit meets factory specifications. Technical support evaluation(log files)-this failure classified as ""permanent apphang while device in standby mode"". Bug fix improvements will be implemented on next sw release . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us where the end user experienced blank screen. The costumer confirmed that the event happened during setup prior patient use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.